Manufacturer narrative:
The issue was resolved by restoring the service, which reinstated normal data ingestion, processing, and the timely generation of sepsis notifications. Oracle considers this investigation closed. No further action is required at this time.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of the resolution of a malfunction associated with this software product. Sepsis notifications were delayed due to a service authentication issue critical for the data ingestion process. This service, which relies on amazon web services (aws) as its cloud provider, was affected when aws introduced new security rules that had a global impact and inadvertently blocked certain valid network communications. As a result, sepsis notifications were delayed by approximately 14 hours on (B)(6) 2025. Cerner notified customers soon after the issue began on (B)(6) 2025. The issue has since been resolved, and all sepsis notifications are now operating as expected. Cerner has not received communication on any adverse patient events as a result of this issue.